Manufacturer narrative:
The customer reported that the bsm (bedside monitor) was in communication loss with the cns (central nurse's station). There was no patient being monitored on the bedside. The nurse did not have or know the password for the cns (central nurse's station) and it was not set to the default password, so she will have her bme call back if he can't fix the problem. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) was in communication loss with the cns (central nurse's station). There was no patient being monitored on the bedside.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) was in communication loss with the cns (central nurse's station). There was no patient being monitored on the bedside. The nurse did not have or know the password for the cns (central nurse's station) and it was not set to the default password, so she will have her bme call back if he can't fix the problem. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.